Event description:
In 2007, the sales rep reported that during a vertibralplasty lumbar 3-4 level fusion the pedestal tap broke. Add'l info received on 10 dec 2007 via telephone, the sales rep reported that the pt had very hard bone. The pt's bone was so hard that the surgeon had difficulty getting the targeting needle into the vertebral body after several attempts. The surgeon attempted to use a tap at the midline of the vertebral body without success. Against recommendation not to hit the tap with a hammer, the surgeon hit the tap with a hammer and the tap bent. When the surgeon attempted to pull it out the tap broke. The surgeon left the fragment of the tap in the pt. Surgical time was extended more than thirty minutes. There was no report of pt injury.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Eval is pending upon the return of the product.